Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. The investigation is limited to a review of the lot history records. This review did not identify any quality concerns.

Event description:
It was reported that during a procedure, a 1mm by 1mm piece of a knot pusher broke off during a case. The broken piece was removed from the pt. No additional intervention was required. There were no adverse pt consequences reported.